Manufacturer narrative:
B5: upon follow up, it was reported that twenty-seven days after the event onset, the antibiotic treatment was discontinued. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. Two days after the event onset, the patient was hospitalized for the event and was treated with vancomycin injection (1gm after three days, ongoing, route and duration were not reported) and fortum injection (1gm daily, ongoing, route and duration were not reported) for the event. Eight days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering and pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.